Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Loop haptic bent during insertion in the pt's left eye. The surgeon did not enlarged the incision to remove the lens, but suture was used. Another same model and size lens was implanted. No lot numbers were provided.

Manufacturer narrative:
(B)(4). Result - a visual inspection of the returned product found one loop haptic is bent and optic is torn. There was evidence of clear surgical residue. Conclusion - an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in 06/2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).